Event description:
It was reported that during a transurethral needle ablation of the prostate, two different prostiva devices malfunctioned and the procedure could not be completed. Further information could not be obtained by the time of this report.